Event description:
On november 1, 2007, the lay patient's sister contacted lifescan (lfs) alleging that the patient's one touch ultra meter read inaccurately high. The medical affairs specialist (mas) spoke with the patient mother on november 8, 2007. The mother said, the sister was not at home; however, the mother was able to provide additional information. The mother did not have the patient's meter or test strips. She said, the sister discovered that the patient's test strips were expired after the sister spoke with the lfs customer care advocate (cca) on november 1, 2007. The patient uses an insulin pump. According to the mother, he has had insulin dependent diabetes since as a teen, but he neer knew that the test strips had an expiration date. Per lfs labeling, testing with expired test strips can cause inaccurate readings. One month earlier, the patient obtained elevated readings in the "high 200's" on the reported meter throughout the day while "feeling fine". He continued to take additional insulin boluses via his insulin pump based on the meter readings. The mother did not know the insulin doses taken. The patient's friends were with him on the night prior to that month, when he began to act confused. The friends called the patient's parents and ems. The parents and emt's arrived within a few minutes and found the patient on the floor and unconscious. Emt's obtained a result of 24 mg/dl on the ems meter, started an IV, and administered IV glucose. The mother said the patient became alert quickly. He was transported to the ER, where he was treated IV glucose over the next 5 hours before being released. The mother told the mas she did not know lot number or expiration date of the test strips that the patient used at the time of concern. The patient's meter, test strips, and control solution were replaced and the mother confirmed that the patient received replacement product. The complaint is reported because the patient's mother alleges the patient obtained inaccurately high readings while testing with expired lfs test strips. She claims the pt took additional insulin based on the inaccurately high readings and later experienced symptoms that suggested hypoglycemia and a hypoglycemic reading on an ems meter. The mother said the pt was treated with IV glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.